Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e2, e3, g2, g3, g6, g7, h2, h4, h6, h10, h11corrected field: d5

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit has a helium tank connector button that is broken. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10) a getinge field service engineer (fse) was dispatched to evaluate the iabp. Upon inspection the fse found the helium yoke extender to be broken off the unit. The fse was able to remove the broken piece with a screw extractor and install new yoke extender. The fse reassembled the unit and performed a full pm per manufacture specifications. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.